Event description:
It was reported to adac that the user stated that pinnacle may use the incorrect magnification while reconstructing orthogonal films. No injury was reported as a result of this issue.